Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal episode. A health care professional (hcp) contacted boston scientific technical services (ts) to inquire if the device delivered shock therapy. Ts discussed that the patient is implanted with a pacemaker, which, is not capable of delivering shock therapy. No additional adverse patient effects were reported. This product remains implanted and in service.